Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded pod error hazard alarm during operation with high blood glucose levels.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal cannula tear is confirmed as the cause of the observed corrosion and data loss. Because the presence of the reported alarm could not be verified, it could not be determined if the cannula tear is in any way linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on the batteries, chassis, pcb, and mechanism rail, resulting in low batteries and data loss. Because data was unavailable, the presence of an alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal cannula tear is confirmed as the cause of the observed corrosion and data loss. Because the presence of the reported alarm could not be verified, it could not be determined if the cannula tear is in any way linked to the reported event.